Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not power on. The power supply was replaced. It was also indicated that the lower case was worn and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer failed to power up at a software load. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.